Event description:
Customer reportedly received a result of 113mg/dl, but having hypoglycemic symptoms to the point he was unable to treat himself. Customer was reportedly given juice with sugar to elevate his blood glucose. No medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.